Event description:
It was reported that during a prostate procedure there was a "fiber breakage"; no longer functioning. A second fiber was used to complete the procedure. No report of patient and/or end user injury.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. The metal cap has burnt on detritus and devitrification of cap at output window. The fiber/cap conditions may also cause forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during he procedure, the fiber cap wear was accelerated.